Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that initially, the pulse generator could not be interrogated. The device was reinterrogated successfully and remained implanted. The patient would be monitored.